Event description:
New information received indicated that the device incorrectly interpreted premature atrial contractions as atrial fibrillation. No intervention was performed, and the patient was stable.

Event description:
It was reported that the implantable cardiac monitor had an unspecified diagnostics anomaly. No intervention was reported. No patient status was reported.